Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that in performing an expansion of a custom proximal left femur implant, the surgeon backed out the locking screw. The component wouldn't expand until a great amount of force was applied, but did expand. When the surgeon attempted to tighten the locking screw, the screwdriver stripped. The surgeon then attempted to lock the locking screw eventually using and stripping 4 screwdrivers (first use) which were intended for another case. The screw became partially stripped. After trailing a number of screwdrivers, both stryker and non-stryker, a star-tipped screwdriver found purchase in the screw but could not lock the screw. Patient was closed with implant still not locked. Surgical delay reported: 20 minutes.